Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-03348, 03349, 03371, 03372). Product location: unknown.

Event description:
It was reported that during a right hip revision procedure, the femoral head was difficult to remove, as the taper was spot welded to the stem.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - biomet m2a magnum acetabular cup catalog#: us157854; lot#: 782590. Biomet malloyhead femoral stem catalog#: 11-104212 lot#: 480720.